Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. As stated in IFU, that right heart failure is common in patients receiving lvads. Also that the etiology of late right heart failure may be a progression of chronic heart disease. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during routine patient updates, that the patient was admitted for shortness of breath and weight gain, possibly related to worsening heart failure. Upon admission, patient's had a fever of 103 degrees fahrenheit. Blood cultures were done on (B)(6) 2016 and revealed (B)(6) bacteria. Later that evening, the patient was found unresponsive and acls protocols were initiated. The patient was stabilized and was taken for a cerebral CT which showed a significant right intraparenchymal bleed in the posterior lobe. A second area of hemorrhaging was also noted in the anterior left temporal lobe in addition to a large right to left midline shift and considerable edema. Neuro-surgery was consulted and no interventions were taken due to patient's poor prognosis. Cause of death was suspected hcva. No additional information available.

Manufacturer narrative:
Serious and life threatening adverse events, including death, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.